Event description:
It was reported that during implant the device had a warning text. The device was thought to have a defect in the output circuit. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of an output circuit damage was not confirmed. The device was tested on the bench. It was confirmed that an alert for possible output circuit was present. The cause of the alert could not be determined.